Event description:
A neurosurgeon experienced a slip of the mayfield triad skull clamp (B)(4) during placement for a posterior fossa craniotomy. The clamp caused a laceration and was closed with a staple.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.